Event description:
Report received of an over-delivery of blood. The pump was programmed to deliver at 100ml/hour. It was reported that that the unit of blood had a volume between 250 and 320ml. The unit of blood reportedly infused within 1 1/2 hours. The pump display indicated that the total volume infused was 166ml. There was no reported adverse pt event. Though requested, there was no further info available.